Manufacturer narrative:
Additional information h3, h6, h7, h9 and h10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. An investigation was opened in response to the issue of increased upstream occlusion alarms post software installation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The facility reported an increased upstream occlusion alarm frequency post-implementation of the v9.02.01 software update with the spectrum iq infusion pumps. It was further reported that while using a spectrum pump (serial number not provided) in an intensive care unit for levophed infusion at ¿high rate¿, a patient blood pressure was dropping due to patient sensitivity due to upstream occlusion alarms. No further information was available at the time of this report. Baxter performed follow-up due diligence with the facility to obtain additional information related to the event, the patient outcome, the reported upstream occlusion alarm and to request the device for investigation. No additional information was able to be obtained at this time.